Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an insulin low alert and delayed set and cartridge change while using the ilet with a steel 6 mm contact/detach infusion set; blood glucose was 325 mg/dl at the start of support, rose to 335 mg/dl after the change, then trended down to 316 mg/dl and subsequently to 168 mg/dl following troubleshooting and resumption of insulin therapy. Symptoms included elevated blood glucose. Outcomes included no injury and recovery without medical intervention or hospitalization. Investigation included telephone troubleshooting and user education, guidance to replace the infusion set and cartridge, pump rewind, tubing fill, cannula fill, and confirmation that insulin delivery resumed. Investigation of this case revealed no device malfunction observed during guided steps, with hyperglycemia of unclear cause that resolved after set and cartridge replacement and confirmation of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.